Event description:
Patient had a non-union of their left distal femur. Scn nail was pulled and synthes ria reamer was used and a 13/340 scn was placed back in patient.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional information: according to the medical details the scn ø11 x l360 mm was revised due to non-union with a scn ø 13 x l 340 mm 29 weeks after implantation. A malfunction or failure of the device was not reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No discrepancies found during risk analysis review. No non-conformity was identified.

Event description:
Patient had a non-union of their left distal femur. Scn nail was pulled and synthes ria reamer was used and a 13/340 scn was placed back in patient.